Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached inside in the vessel. The procedure was completed well with another medtronic product. No patient injury was reported as a result of the event.

Manufacturer narrative:
The introducer sheath was found correctly assembled on the pusher with the wavelock on the proximal end. No damages or irregularities were found with the introducer sheath. Dried blood was found within the introducer sheath. The actuator interface was securely attached to the coupler tube and the break indicator was found intact. There is no evidence of detachment attempts at these locations. The distal ~5.0cm section of the concerto pusher was found to be bent. The implant coil was found to be damaged within the introducer sheath. The implant coil was stuck within the introducer sheath and could not be advanced or retracted. The implant coil broke from the detach element during attempt to remove the device out of the introducer sheath. The coin was found present and still against the lumen stop with the shield coil present and intact. Dried blood was found under the jacket. A detachment was then attempted by breaking the break indicator and retracting the release wire. Resistance was found with the release wire and the detach element was not detached. The distal outer jacket was removed, and dried blood was found within the jacket and lumen stop. The device was put I nto an ultrasonic cleaner to dissolve the dried blood. The release wire was then retracted, and the coin came out of the lumen stop, releasing the implant coil. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00272¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring was found to be damaged and the inner diameter could not be measured. No damages or irregularities were found with the detach element. No damages or irregularities were found with the coin. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the device was returned with the implant coil still attached. There was no evidence of detachment attempt using an instant detacher or manually by breaking the break indicator. It is possible that the damage found on the pusher as well as the dried blood found within the device caused the release wire to become stuck during detachment attempt. After the dried blood was dissolved, retracting the release wire successfully detached the detach element. The pusher was found bent and the implant coil was found damaged, indicative of advancing the device against resistance. The retainer ring, indicative that excessive torsion was experienced by the pusher/implant. Potential causes are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and inc ompatible catheter. It is also possible the retainer ring became damaged during the attempt to remove the implant coil against resistance during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.